Manufacturer narrative:
The surgeon decided to proceed without re-registration. This is not an issue with the synergy spine application.

Event description:
A medtronic rep reported that during a case the surgeon felt he needed to remove more bone for better access during a spine procedure. The surgeon was informed by the medtronic rep that he may risk registration accuracy and may need to re-register. The surgeon decided not to re-register. While proceeding, the surgeon felt "a little" inaccurate and chose to continue without navigation. There was no impact on pt outcome reported.